Event description:
During a laparoscopic cholecystectomy procedure, the device locked with multiple clips in the jaws. Another like device was used to complete the procedure. There was no patient consequence.